Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocars leaked during a procedure. The trocars were replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned cannula/hub assemblies were visually inspected and were found to be conforming. The samples were then functionally tested for leaking and were also conforming. The returned sample was found to be conforming; the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A high complaint rate for the reported lot was noted. Investigations have been completed are presently being implemented to reduce the frequency of complaints for this issue. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).